Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and found the graphical user interface (gui) to breathe delivery unit (bdu) cable assembly damaged. Se replaced the cable and ran performance verification testing. The ventilator passed all tests.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not in use on a patient at the time of the event occurred.